Event description:
The reporter stated that after the catheter was threaded and the needle was blunted (safety mechanism engaged), the unit was placed on the bed. The unit fell off of the bed and became unblunted. There was no injury or treatment associated with this event.